Event description:
Device 1 of 2. Ref MFR report # 1627487-2013-00035. It was reported a surgical procedure will be undertaken to explant the pt's (B)(6) scs system. The reason for the procedure is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.